Manufacturer narrative:
The device was returned for analysis. The reported ¿plunger was pushed and pulled back; the suture failed to be attached¿ was confirmed as a posterior needle to cuff miss. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment, due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: returned device analysis noted a posterior foot break not returned and a needle tip break. Follow-up with the account stated that the physician did not notice the foot break or needle tip break on removal of the device from the anatomy. It was reported that the foot was possibly discarded. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary interventional procedure using an 8f sheath. Reportedly, as the plunger was pushed and pulled back, the suture failed to be attached. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.